Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient outcome of death are known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During a thrombectomy procedure two retrievers were used in the occluded right internal carotid artery. It was reported that during the procedure a subarachnoid hemorrhage was confirmed at the middle cerebral artery junction area. The patient died three days post procedure. The relationship between the patient¿s outcome and devices used is unknown. No additional information is available.

Event description:
During a thrombectomy procedure, two retrievers were used in the occluded right internal carotid artery. It was reported that during the procedure a subarachnoid hemorrhage was confirmed at the middle cerebral artery junction area. The patient died three days post procedure. The relationship between the patient¿s outcome and devices used is unknown. No additional information is available.